Event description:
The patient no longer responded to sound after sustaining a fall and subsequent trauma to the head. Explantation/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.